Event description:
A dental clinician was allegedly injuried while conducting a x-ray exam of a pt. The unit the clinician was using is a "pass-through" circumstance and clinician was "swinging" the arm and tubehead toward the pt when the tubehead fell off and caused injury to clinican's left hand and wrist. The pt was not affected.